Event description:
Staff noted fluid was dripping on the floor. Followed this to the port of the tpn tubing directly under where it runs through the pump. This caused blood and heparin to back up in line.